Manufacturer narrative:
(B) (4). (B) (4). The site has indicated to tyco (B) (4) that the generator will not be returned for eval. If additional info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The report stated that during a 3 to 5 minute radio frequency ablation procedure, bubbles did not occur. Output was started at 60w and turned up 10w every half minute. Nothing wrong was noticed with the impedance readings. Another needle electrode was used but the same issue occurred. After replacing the generator, the problem was resolved. The pt was reported as ok.